Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported the patient had pain under the battery after vigorous exercise. The pain under the battery was not different with the device on or off so it was not related to stimulation. This occurred after the patient started exercising vigorously. No diagnostics or troubleshooting was performed. The doctor determined the patient needed the implantable neurostimulator (ins) moved. The ins was moved to a different site and moved up above her waistband. Because the ins was depleting quickly and was beginning to deplete, the ins was also replaced. It was noted the patient had great stimulation and loved the stimulator. The issue was resolved at the time of the report. Relevant medical history included spinal pain.